Event description:
Note: no pt involvement. Note: the date of event is unk. It was reported to boston scientific corp on (B)(6) 2009, that a radial jaw 3 large capacity single-use biopsy forceps was to be used during a procedure. According to the complainant, as the device was removed from the package, the nurse observed that a wire was sticking out of the forceps by the hinge. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).